Manufacturer narrative:
Additional information h3-device evaluation: lens returned in a dry in a micro-centrifuge vial with clear surgical residue on product. Visual inspection no visible damage to lens and residue on lens. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -12.50 diopter, in the patient's left eye (os) on (B)(6) 2019. The lens was explanted on (B)(6) 2020 due to patient had a ciliary cyst and the lens was in an eccentric position. The patient requested the lens be explanted. The cyst was pre-existing. The lens was out of position, the central hole of the lens was located in the lower half of the pupillary region. The surgeon does not plan to implant other icl lens. Cause of the event was unknown.